Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Note: this event was previously reported against the vizigo sheath under MDR # 2029046-2025-04335. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
Patient received an index paroxysmal atrial fribrilation (paf) ablation on (B)(6) 2025 with a vizigo and a preface sheath and the patient experienced a venous-artery femoral fistula requiring prolonged hospitalization. It was initially reported that on (B)(6) 2025 start date, the patient experienced venous-artery femoral fistula categorized as moderate in severity and serious as defined by in-patient or prolonged hospitalization with an admission date of (B)(6) 2025 and discharged date of (B)(6) 2025. The relationship with study devices is not related. The relationship with the index study procedure is causal. The event was classified as expected/anticipated. The outcome was reported as not recovered/not resolved. The intervention/treatment provided was none. The date the event was first reported to be a serious adverse event was (sae) is (B)(6) 2025. On 7-feb-2026, additional information was received indicating that a preface sheath was also used during this procedure. As such, it was determined the event would also be MDR reportable against the preface sheath.